Manufacturer narrative:
(B)(4)- no code available - incision made to obtain device. (B)(4) the reported event of blue loop wire snapped.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician passed the peg tube through the mouth of the patient. However, while pulling the pullwire, the blue wire loop on the peg tube snapped. The loop detached from the peg tube assembly. The facilities assistant endoscopy manager stated the physician "pressed on the patient's belly as well as made the incision larger in order to get to the wire that broke." The physician successfully pulled the wire out of the incision with hemostats. No part of the peg tube assembly was left inside of the patient. It was unknown if resistance was encountered when passing the peg tube through the patient. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.